Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis event was unknown. The patient was not hospitalized for the peritonitis. On an unknown date, the patient began treatment with intraperitoneal vancomycin (200mg every three days) and tazocef (100mg daily), lasting for two weeks. The patient was re-trained in aseptic technique. The patient recovered from the peritonitis 14 days after onset. The action taken with dianeal therapies was not reported. Additional information was not available.